Event description:
Healthcare professional reported no complaint against the left side device. Healthcare professional later discovered during explant surgery that the left side device was ruptured, "discolored and yellow". Device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. ¿ product discolored: observed yellow discoloration of the device as per the investigation procedures creases, wear abrasion and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; left side rupture was discovered during surgery.